Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that due to a ruptured capsular bag, a tecnis 3 piece intraocular lens (iol) was implanted in the patient. It was noted that the lens could have potentially been placed (implanted) back to front in the cilliary sulcus. Upon examination, the doctor noticed a pigmentation spot on the anterior surface of the implanted lens. The doctor's concern is that - maybe shorter term and long term consequences (could occur) if the lens is indeed back to front and if in that position, it could create a pupil block. The doctor requested advice as to the likely outcomes so that he can decide whether to explant the lens. It is unknown, if the surgery was completed by the doctor reporting the event, or if the doctor reporting the event conducted the post-operative review only of the patient. There were no patient symptoms reported. No further information was provided.

Manufacturer narrative:
Additional information: through follow up it was confirmed that the patient looks good. The lens is in correct orientation and no issues were observed. No further information was available. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation the device was not returned to the manufacturer for evaluation. Visual evaluation could not be performed, therefore the reported complaint could not be verified. The serial number was not provided. Therefore the manufacturing record review could not be performed. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.